Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient underwent an initial knee surgery. Approximately, one month post-op, the patient was revised due to unknown reasons. Only the poly was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
(B)(4). D10: 42502006801 - femur cemented cruciate retaining (cr) narrow left size 10 - 66196438. 42532007501 - tibia cemented 5 degree stemmed left size f - 66716307. 42540200035 - all-poly patella cemented 35 mm diameter - 66309338. 66044274 - palacospro 75g - y103. G2 : foreign country : australia . Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.